Event description:
A pt reported blood glucose results of "255 mg/dl and 138 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced to further troubleshoot the meter.